Event description:
User experiencing imprecision on the analyzer. The following discrepant results for ferrtin were provided. Initial result was 0.500, repeat results were 887 and 914.3. No information was provided to determine if the discrepant results were reported or if the patient was adversely affected. If additional information is received, appropriate notification will be provided.